Event description:
Material # unknown. Batch # unknown. It was reported that the bd needle pulled out of the hub. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Notification only for (B)(4) - gattex ¿ needle ¿ bent/ broken/damaged (no investigation required). Product: gattex. Lot number: unknown ¿ (lot number was not recoverable). Report received from (B)(6) on (B)(6)2024: per report: patient's (B)(6) also reported that on rare occasions, as he is injecting patient, the needle will come off and medication is sometimes spilled. Ae: yes, partial dose. Mcn (argus ID): (B)(4). Country of origin: USA. No investigation is required.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. No photos or samples were received by our quality team for evaluation; therefore, the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. A photo of the defect or physical sample could assist our quality team in their investigation. Examination of the product involved may provide clarification as to the cause for the reported failure.